Manufacturer narrative:
Analysis of the catheter revealed the catheter was received in 2 segments. The dispensing holes of segment 2 were inspected before decontamination. A non-significant anomaly was found. There was some foreign material noted in the most proximal dispensing hole. No occlusion was seen during patency testing. Initially there was an occlusion noticed during the decontamination procedure of segment 1, but the occlusion was easily broken loose. Pressure testing did not show any holes in the catheter.

Event description:
It was reported that there were catheter issues that required complete explant and replacement on the date of this report. The patient experienced loss of pain relief (less than 50% therapy relief) at the catheter track. A dye study was performed. There was catheter dislodgement and a suspected granuloma/ inflammatory mass at the distal segment. The explanted components were returned for analysis. The pump was used to infuse morphine. No outcome was reported for this event. Follow up was conducted to obtain further information. If additional information is received a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) indicated the pump was delivering dilaudid 0.5 mg/ml at 0.30007 mg/day, compounded baclofen 100 mcg/ml at 60.01 mcg/day, and bupivacaine 6.7 mg/ml at 4.0210 mg/day. On (B)(6) 2015, the patient reported to the hcp a lack of pain relief improvement following previous intrathecal dose increase. They increased the rate again with the plan for a cap dye study if the increase was not helpful. On (B)(6) 2015, a cap dye study revealed catheter migration and dye pooling on right side, not dispersing to the left side of spine. The device diagnosis was pump migration and clinical diagnosis was decreased therapeutic relief. The operative note indicated the restrictive dye dispersion may have been indicative of an early inflammatory mass. During the revision, they were unable to place the catheter above the area of dye pooling and performed multiple dye studies with catheter at t6 and t8 with lateralization of dye. To avoid causing trauma, the catheter tip was placed at t11 and dye dispersion was adequate. The etiology was noted as related to the device (entire catheter) or therapy and not related to the implant procedure. The outcome was noted to be resolved without sequelae as of (B)(6) 2015.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp) via a clinical study indicated the device diagnosis was catheter dislodgement. Interventions included on (B)(6) 2015 they reprogrammed the pump, and on (B)(6) 2015 the catheter was explanted/replaced and returned to manufacturer. No further complications were reported/anticipated.